Manufacturer narrative:
The customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause of the event. Retention product was tested. The presence of the d antigen on retention crrs, lot x159, was confirmed with anti-d, lot 0d547 (diluted 1:1500) using retention capture-r indicator red cells, lot 221942. Retention product performed as expected.

Event description:
Customer reported unexpected negative and weak reactions for a pt sample on the galileo when using capture-r ready indicator cells, lot 221943. The pt had a history of anti-fya detected. The anti-fya produced a stronger reaction and was detected on multiple cells when using capture-r ready indicator cells, lot 221949.